Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had broken claws. There was no patient involvement.

Event description:
It was reported that the device had broken claws. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced large claw, front cover, rear case, lt/rt handle, barrel clamp, tube drive, sleeve drive, wiper seal and rt iui. Performed calibration. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 13jul2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged large claw 8110-8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages. Fi-2017-0015 for syr gripper not auto closing.